Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The integrated electrosurgical unit (iesu) generator was returned for failure analysis, but the reported failure could not be reproduced. The iesu energized and cauterized, and all ports recognized instruments. The c-00 errors were confirmed in the logs.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to confirm the repeated c-01 errors and replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi has received the iesu; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the monopolar and bipolar energy was not working on the erbe generator. Prior to contacting the technical support engineer (tse), the customer restarted the erbe generator several times with no change. The customer had error c-01 on the generator related to energy activation issues. The tse was unable to view the logs since the da vinci system was not connected to the onsite network. The customer had swapped to using the e-100 generator with the vessel sealer extend (vse) instrument. The customer will contact the tse again if they decide to perform troubleshooting on the erbe generator. The procedure was completed with no reported injury. The c-01 error on the erbe generator recurred in another procedure. The customer was using a monopolar curved scissors (mcs) instrument when the c-01 error occurred. The customer swapped the energy activation cable, the instrument and moved the cable to the other monopolar port with no success. The tse then had the customer power cycled the generator with no change. The customer decided to swap to a vessel sealer instrument. An attempt has been made to obtain additional information from the customer concerning the reported event with no success. This complaint will be classified based on the provided information at this time.